Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a supercapacitor leak on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or injury as a result of the event.